Event description:
User facility reported that an uneventful novasure endometrial ablation was performed on (B)(6) 2010 following a hysteroscopy and d and c procedure. The preablation hysteroscopy reportedly showed an irregular endometrium and polyp in an anteverted uterus. On (B)(6) 2010, the pt was admitted to the hospital where a laparoscopy was performed. The physician noted a burn to the left fundal area of the uterus and performed a hysterectomy. The pt was discharged on (B)(6) 2010. The pt was reported to be "satisfactory" upon f/u. A hysterectomy, dilatation and curettage (d and c), biopsy fibroid removal, and sounding with a metal sound (not a hologic device) were performed prior to the ablation.

Manufacturer narrative:
The manufacture date of the radio frequency controller is december 2005. The novasure disposable device was not returned; however, the radio frequency controller has been received. The failure analysis has been completed for the radio frequency controller. The radio frequency controller passed all functional and electrical testing. Device history record (DHR) reviews were conducted for the novasure disposable device and rf controller reportedly used in this procedure. No abnormalities were noted and the devices passed all qa testing prior to release. (B)(4).